Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports a difference of more than 200 points between his sensor glucose and blood glucose. Current blood glucose was not available. Review alarm history and found a calibration error. Customer is following proper procedures with sensor. No further information was provided.